Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the samples may have been short-samples. The ccc specialist reviewed the filter data and determined that there were no process errors generated when the samples were run and quality controls were within range. During follow-up with the customer, the customer stated that they had no further issues. The cause of the discordant tbil results is unknown.the instrument is performing according to specifications.no further evaluation of this device is required.

Event description:
Discordant, falsely low total bilirubin (tbil) results were obtained on five neonatal patient samples on a dimension vista 1500 instrument. The discordant results were reported and questioned by the nurses. The samples did not have enough quantity remaining to repeat them. The patients were redrawn and the redraw samples were tested on an alternate dimension vista instrument. The redraw sample results met the expectations for infant results and corrected reports were issued to the physician(s). There are no known reports of adverse health consequences due to the discordant tbil results.